Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09629. It was reported that the patient came into the emergency room stating that the pulse generator moved in the pocket. The device was visibly eroding through the skin. The patient had a pocket infection. The device was explanted and replaced on (B)(6) 2019. The leads were remained implanted. The patient was recovering.